Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-01090 for a description of the first event. It was reported to boston scientific corporation on the event date, that a resolution clip device was used in an esophagogastroduodenoscopy procedure. According to the complainant, a second clip was used, "...but would not stop the bleeding." It was further reported that the physician completed performed surgery to stop the bleeding.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacture cannot be determined. The suspect device was not returned; therefore, a device evaluation was not performed. The cause of the reported malfunction cannot be determined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.